Event description:
Hardware removal was scheduled for patient approximately 6 weeks post insertion. During removal, it was noted that the heads of the distal two screws were fractured. Only threaded portion of the screws remain in the patient's bone.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 6 weeks ago. The devices associated with this report were not returned. Review of the device history records was not possible as the product and lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.